Manufacturer narrative:
D9: date returned to mfg.: 7/8/2024. H3 and h6. Evaluation codes: updated. One device was received. Visual inspection of the device revealed that the inflation valve had been pushed deep inside the balloon, which eventually caused a tiny cut in the balloon. It is likely that the balloon either came in contact with a hard surface and the inflation valve pierced the balloon or when the care giver made attempts to fill the cuff with the inflation valve pushed into the balloon that the bottom edge of the inflation valve pierced the balloon surface. The investigation did not determine a manufacturing defect with the returned device. The dislocation of the valve was attributed to misuse and failure to promptly reseat the valve. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device the blocking does not hold the rod shifts inwards; blocker valve was defective. There was patient involvement and no patient harm reported.